Manufacturer narrative:
Analysis results revealed normal pump function; no anomalies found. A section of catheter (13.9 cm) with the pump connector were returned. Analysis revealed acceptable catheter testing.

Event description:
Study: patient experienced pain at inferior edge of pump in 2006. No skin breakdown occurred, but decreased fat over pump was observed. Pump pocket infection diagnosed two months later and the pump was explanted five days later. Patient experienced fever, left-sided abdominal pain and erythma at pump site. Returned product received the following year. Broad spectrum antibiotics (levofloxacin 500mg) and vancomycin were started one month earlier. Patient was hospitalized for eight days. Resolved without sequelae by the following year.